Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio downloaded the device¿s electronic records and verified that the device cycled powered multiple times when attempting to print a code-summary report. Physio-control replaced the battery pins, power pcb assembly and battery wire harness then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device cycled power by itself when attempting to print a code summary. As a result, defibrillation therapy may not be possible, if it were necessary. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and the battery wire harness. Physio determined that the cause of the reported issue was fretting corrosion on pcb-mounted jack connector, designator j11, of the power pcb assembly as well as cable-mounted plug connector, designator p11, on the battery wire harness assembly (which plugs directly into pcb-mounted jack connector designator j11). The fretting corrosion caused increased resistance of the connector contacts which resulted in a sudden loss of device power when under a condition of high current usage from printing a code-summary record.

Event description:
The customer contacted physio-control to report that their device cycled power by itself when attempting to print a code summary. As a result, defibrillation therapy may not be possible, if it were necessary. There was no patient use associated with the reported issue.